Event description:
Healthcare professional reported a patient was on a 1550 device for hemodialysis treatment for four hours with a goal removal weight of 2kg. After 2 hours and 23 minutes treatment was ended and the ultrafiltrate removed was 3.292 kg. Pt. Displayed signs of hypotension. Normal saline was administered. Healthcare professional reported multiple al02 alarms during treatment. As of 08/06/1998, pt status is reported to be "back to normal life, including hemodialysis."